Event description:
The customer tested his blood glucose using his breeze meter and a friend's breeze2 meter. The breeze read 54 mg/dl, while the breeze2 read 254 mg/dl. The customer stated, that his normal glucose reading would be around 280 mg/dl. The difference between the breeze meter readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter were returned for evaluation. Replacement products were sent to the customer.